Event description:
Additional information indicates that a replacement procedure was performed and this product was explanted and replaced.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones and declared a fault code which indicated that a short circuit condition was detected during shock delivery. Follow-up evaluation indicated that all measurements were normal. No adverse patient effects were reported. Boston scientific technical services (ts) discussed fault code and recommended replacement. The patient's lead was a competitor's product. Disk analysis confirmed the fault code reported and revealed that high voltage shock therapy is not available for this patient.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection revealed an arc mark on the ICD case not far from the entrance to the lead barrels. A review of the device memory confirmed that a shock lead shorted fault was issued on (B)(6) 2014. An x-ray revealed that the plasma fuse was open therefore, electrical testing was unable to be performed. Laboratory analysis concluded that the damage to the plasma fuse was induced by electrical overstress caused by shocking into a shorted lead condition.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information are being made. Should additional information be made available, this report will be updated.